Event description:
This ICD was explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion lyra model ics's. The battery voltage on this device fell within the range where angeion recommended explantation.

Manufacturer narrative:
Notification and patient monitoring also apply. A response from the manufacturer is pending.